Event description:
The pt was admitted for a procedure in 2008 with a 90%, heavily calcified and de novo lesion in the obtuse marginal branch. It was noted that the vessel was slightly tortuous. The lesion was pre-dilated and a 2.5x13mm cypher stent was being delivered to the lesion. The physician pushed the cypher forward several times to make it cross the lesion, and, the guiding catheter disengaged from the left main. Therefore, the entire system was removed from the pt and the physician found that the proximal end of the stent was flared. A 2.5x12mm taxus was used to complete the procedure. There was no reported pt injury. The physician did not indicate any anomalies prior to use. The physician also noted that there was no sense of resistance during the delivery of the cypher. The sales rep commented that the proximal end of the cypher appeared to be caught on the distal tip of the guiding catheter.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.